Manufacturer narrative:
The investigation determined the issue with the degasser identified by the field service engineer (fse) was the root cause of the event.

Manufacturer narrative:
The field service engineer (fse) checked the sample probe, photometer, and sample syringe, and no issues were identified. The fse checked the incubation bath and found an issue with the degasser; this was replaced. The cuvette wash was checked and no issues were identified. The module was confirmed to be operating within specification. Since the service visit, the customer has had no further issues. Reagent issues were excluded as the correct results were obtained during repeat testing using the same reagent. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for chol2 cholesterol gen.2 (chol2) on a cobas 6000 c (501) module. Patient 1 initial result was 16.1 mg/dl. The repeat result was 275.6 mg/dl. Patient 2 initial result was 7.6 mg/dl. The repeat result was 154.5 mg/dl. The questionable results were reported outside of the laboratory. Following repeat testing, amended reports were issued. The chol2 reagent lot number and expiration date were not provided.